Event description:
It was reported a patient underwent a mastopexy prosthesis replacement procedure on (B)(6) 2021 and topical skin adhesive was used. Post op, 5 days later, she started to have a slight itching between the breasts. A week later, the itching had spread. There were numerous treatment attempts such as antihistamines, corticosteroids, injection-phenergan, ointments, compresses and two weeks later the allergy still hadn't passed., the patient inclined to think that it was happening to her too. Additional information will be requested.

Manufacturer narrative:
(B)(4). Additional information: sometimes it gets better, sometimes it gets worse, but it doesn't go away. Together with the doctor, they eliminated the possibilities such as antibiotics, surgical bra, bandages and, because the doctor had this allergic problem with another patient, the patient inclined to think that it was happening to her too. 3 years ago she had the same surgery and used the same glue and had no problems, but she is really worried and obviously bothered by the itching all this time. The allergy never spread to other parts of the body, just the breasts, sides of the body and arms. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.